Event description:
It was reported that during use of the ptd it became kinked inside the graft and was difficult to remove. After prolonged manipulation, the ptd was removed from the graft. However, the graft was torn in the process. A "sheldon catheter" was inserted and the patient was discharged. Prior to inserting the ptd, the physician pre-dilated the venous anastomosis with a balloon catheter. This may have caused damage to the vein contributing to the difficulty encountered. There were no further complications.